Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient's atrial and right ventricular leads became entangled and dislodged, due to twiddler's syndrome. The leads were explanted and replaced. The patient was stable.